Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2015 approximately one year after implant procedure. Explant date: one year after implant procedure in (B)(6) 2015 additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 17084610.

Event description:
It was reported that the patients was experiencing inadequate pain relief. The patient underwent an explant procedure wherein all devices were removed ad were not returned.